Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and high elevated metal ion levels. Update (B)(6) 2017 der reviewed for reportability. Stem added to complaint to address elevated metal ions. Changed product information awareness dates to (B)(6) 2017 day of surgery. Complaint updated on: 8/7/2017.